Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the power cord of an mr850jhu respiratory humidifier was found damaged. The healthcare facility later confirmed that the damage had exposed the power cord's conductive wires. There was no patient or user harm reported.

Event description:
A healthcare facility in (B)(6) reported that the power cord of an mr850jhu respiratory humidifier was found damaged. The healthcare facility later confirmed that the damage had exposed the power cord's conductive wires. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Corrections: section b4: field updated to reflect the date of this report. Section d4: UDI details are not available based on the time of manufacturing. Method: the subject mr850 respiratory humidifier was returned to our fisher & paykel (f&p) healthcare service centre in the USA where it was visually inspected by a trained f&p healthcare service technician. The healthcare facility also provided additional information related to the reported event upon request. Our investigation is thus based on the information provided by the f&p healthcare service technician, the information provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the subject mr850 respiratory humidifier did not confirm the reported damage to the power cable, as the healthcare facility reported that they had replaced the power cord prior to sending the device in for service. Performance testing of the mr850 respiratory humidifier confirmed that the device was working as intended. Conclusion: we are unable to determine the cause of the reported fault as there was no fault found with the returned device. During production the electrical connections of the earth wires on all mr850 units are 100% tested for electrical continuity. Any product that fails is rejected. All mr850 units are visually inspected for damaged power cords before release for distribution. This suggests that the damage occurred after it had been distributed. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is compliant with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1.